Event description:
It was reported that the patient with this pacemaker system presented to the emergency department due to a syncopal episode, lightheadedness, and dizziness. Upon review, intermittent loss of capture (loc), high capture thresholds, and asystole were observed, and rising pace impedance measurements on this right ventricular (rv) lead. A revision procedure was performed, and this rv lead was surgically abandoned. The physician opted to explant and replace the pacemaker due to having approximately a year left on the battery life. No additional adverse patient effects were reported.